Event description:
It was reported that the implantable neurostimulator (ins) exhibited no problems according to a battery longevity check that took place around december of the previous year. No elective replacement indicator (eri) messages were seen. Afterwards, however, the battery "suddenly" depleted and the depletion was confirmed approximately two months later. The device was subsequently replaced. It was noted that the device might have been defective.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found the battery was at end of service (eos) or elective replacement indicator (eri) and longevity was not met, cause was unknown. A longevity calculation estimated eri at 24.52 months and eos at 27.44 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.